Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A review of the device labeling was found adequate in preventing the reported event. The instructions for use state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after checking on the catheter due to minimal urine output, it was noted that the catheter had fallen out onto the bed. Upon inspection, the balloon appeared to be partially inflated. The patient's bed was checked for any visible fragments of the balloon; however, none were visible. The patient reported to have experienced pain earlier in the evening from the catheter. Later on, when the patient arrived to the unit and was transferred from the trolley onto his bed, he did not notice any discomfort . The catheter was re-inspected and the balloon material was adjusted, it did appear to be all there, but with an unknown cause of rupture. It was later reported that the patient was able to pass urine; however, he reported some stinging but no other problems. There was no material present in the output, and the patient was aware that the balloon did appear to be all present with the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that after checking on the catheter due to minimal urine output, it was noted that the catheter had fallen out onto the bed. Upon inspection, the balloon appeared to be incomplete. The patient's bed was checked for any visible fragments of the balloon; however, none were visible. The patient reported to have experienced pain earlier in the evening from the catheter. Later on, when the patient arrived to the unit and was transferred from the trolley onto his bed, he did not notice any discomfort . The catheter was re-inspected and the balloon material was adjusted, it did appear to be all there, but with an unknown cause of rupture. It was later reported that the patient was able to pass urine; however, he reported some stinging but no other problems. There was no material present in the output, and the patient was aware that the balloon did appear to be all present with the catheter.